Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4)(oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the german guideline. Oekg confirmed the followings. The lg/ccd cover glasses were discoloured. The ccd cover glass was chipped. The lg/ccd cover glasses glue was porous. The glue on the bending rubber was damaged. The inside of the bending section was worn out. The surface of the insertion tube was damaged. The air/water cylinder and suction cylinder were corrosion. The auxiliary water inlet and suction connector were corrosion. The venting connector was corrosion. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020)] pseudomonas aeruginosav (>=1000ufc), klebsiella pneumonia (>=1000ufc) [second time; (B)(6) 2020)] pseudomonas aeruginosav (>=100<1000ufc) the device had been reprocessed with a non-olympus automated endoscope reprocessor, isa, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.